Manufacturer narrative:
(B)(4). Batch # n55a2h. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy, the stapler worked fine in that the blade traveled down and back. However, there was significant bleeding from multiple spots along the staple line on the renal artery or vein. There were staples on either side of the bleeding spots but that there were spots that appeared to have no staples. They stopped the bleeding and continued on with the procedure. There were no patient consequences reported. This is all the details that are known/available regarding the event.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.